Event description:
Ventilator will not hold peep control is set at 9. There was no pt injury and the hospital has no record of the ventilator settings. In addition after calibration of the ventilator it functioned normally and has not had any further problems.